Event description:
It was reported that while trying to place the stent in the ramus artery, the stent delivery system shaft kinked and could not be advanced. Removal of the device was difficult due to resistance felt within the guiding catheter. There was no clinically significant delay in procedure and no adverse patient effects. The procedure was completed with a new stent. The patient outcome was excellent. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, it was reported that while trying to place the stent in the ramus artery the stent delivery system shaft kinked during advancement in the guiding catheter. Removal of the device was difficult due to resistance felt within the guiding catheter, which resulted in a stent dislodgement in the catheter. The dislodged stent was removed with the guiding catheter successfully.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the xience v stent delivery system (sds) noted blood visible in the guide wire lumen and on the entire length of the sds, consistent with the sds advanced over a guide wire and into the guiding catheter. The stent implant had dislodged and was placed partially on the tightly folded balloon backwards with the distal end facing proximally, confirming the reported dislodgement. The distal end of the stent implant was located 2 mm proximal to the distal balloon marker. There were mangled struts in the proximal end of the stent implant. It is likely that the stent was placed back on the balloon for return to abbott vascular. The entire length of the tip was wrinkled. There were multiple kinks throughout the entire length of the hypotube, confirming the kink. The entire length of the tip could not be measured due to the damage noted. The distal and middle stent outer diameters were measured and met manufacturing criteria. The proximal stent outer diameters could not be measured due to the damage noted. Factors which may contribute to resistance with a guiding catheter include, but are not limited to, manufacturing, damage to the stent, damage to the guiding catheter, or procedural technique. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all sds are 100% checked for damage and crimped stent profile. It is possible the sds was not properly supported during advancement in the guiding catheter, resulting in the hypotube kinking as there was no damage noted to the sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It is likely that the sds met resistance with the guiding catheter during retraction due to the kinked shaft, and as the sds was manipulated in the guiding catheter, the stent became damaged and dislodged. Further handling during packing for return likely contributed to the tip damage. Further manipulation of the sds during retraction in the guiding catheter as resistance was encountered would have contributed to the stent becoming damaged and dislodging; however, the initial cause of the resistance with the guiding catheter could not be determined. A search of the lot history record indicated no non-conforming material records for the lot related to the incident. Additionally, a search of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.